Manufacturer narrative:
Additional narrative:this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Box screw stripped.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Inspection of the returned product confirmed the product breakage as reported. The investigation has been assigned for further investigation by the CAPA review board. Further information shall be available through reference to (B)(4). The complaint shall be closed with an undetermined conclusion and will be entered into the complaint database and monitored through trend analysis.